Manufacturer narrative:
On 5/26/2019, a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness, defective device with insufficient information about defect. (B)(4).

Event description:
It was reported via medwatch form mw5085037 female patient underwent a breast surgery with saline mentor smooth round moderate profile 300cc and experienced ¿mouth ulcers, gi issue, severe fatigue, memory loss, brain fog, joint and muscle pain, the pain and overall inflammation¿. As a result, the patient had undergone removal on (B)(6) 2017. The patient stated that ¿right implant was completely crystalized and I still have residue that shows up in my mammogram. I am (B)(6) y/0 and on disability, and now on long list of medications just to get through the days.¿ this medwatch is for the right breast implant.